Event description:
The hospital reported that during a coronary artery bypass procedure, the jaws on the ua-5001 retractor were sticky. It was a new retractor. A new retractor was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there was some galling along the inside of the handle knob. There was no evidence of blood on the device. A functional test was performed to determine if the unit is sticky, or locks during use, as reported. The activator drive was tested by slowly turning the drive handle clockwise and counterclockwise. The drive performed as stated in the instructions for use. Based upon these findings, the reported failure mode "jaws on the retractor were sticky" could not be confirmed. (B)(4).